Event description:
N/a

Manufacturer narrative:
A getinge fse was sent to investigate the issue. During inspection the fse found blood inside pneumatic module. Fse replaced pneumatic module and ran functional tests. Unit passed and was returned to customer for use.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name : escorts heart institute & res centr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure.